Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a no delivery alarm during a delivery attempt. It was advised to change the infusion set/needle cannula, and that the insulin pump was properly functioning, detecting an occlusion. The customer's blood glucose value was unknown. No further information was provided.